Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had sought medical attention due to hypoglycemia. The patient's blood glucose levels had dropped to 35 mg/dl while wearing the pod. The patient reports receiving a communication error while trying to activate a pod. The patient reports being confused. Once the ambulance had arrived the patient was given glucose and had consumed a sandwich and juice. The ambulance had left the patient after 1.5 hours. The patient did not go to the hospital. The patient was able to activate and apply a new pod.